Manufacturer narrative:
Software version: 4.11e. Retainer ring black. On (B)(6) 2021 the customer alleged cosmetic damage (cracked keypad overlay) and unspecified e/a alarms. Device passed the self-test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected alarms noted during testing. Device successfully downloaded to thus. No confirmed e/a alarms on 12/19/2021 to 12/22/2021 in the device downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, scratched case, and keypad overlay texture damage. N summary, device passed required testing. Customer allegation for cosmetic damage (cracked keypad overlay) was confirmed during visual inspection where cracked keypad overlay was noted. Customer alleged for unspecified e/a alarms was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump has unspecified pump error alarm. Customer reported that center button was cracked. No harm requiring medical intervention was reported. The insulin pump will be not returned for analysis.